Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began feeling dizzy and had presyncope. The patient¿s daughter was present and tested the patient¿s bg meter reading, which was 68 mg/dl while the cgm was reading 127 mg/dl. The patient¿s sister treated the patient with a glass of orange juice and the patient¿s condition improved. The patient was in ¿stable¿ condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.